Event description:
A twin-pass catheter was used to treat heavily calcified, difuse lesions. Upon retraction, the physician noticed that the distal tip of the catheter was detached. The physician was able to retrieve the distal tip of the catheter and treated the patient for shock. No further patient impact associated with this event was reported.